Manufacturer narrative:
Additional information. The pump is expected to be returned for evaluation. It has not yet been received. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that a pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
The report of low speed operation and motor stopped events was confirmed based on the information contained in the submitted system controller log file and the evaluation of the returned pump. The replaced distal-end portion of the driveline, measuring approximately 12 inches in length from the connector, was received on (B)(4) 2015. Visual inspection revealed no damage to the outer jacket layer of the driveline and electrical continuity testing revealed no discontinuities or shorts. The outer jacket layer was removed and no damage to the bionate and metal shielding layers was observed. The bionate and metal shield layers were removed and no fracture or breach in the insulation of the underlying wires was observed. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation and the testing revealed no current leakage through the insulation of any of the wires. The explanted pump was received on (B)(4) 2015 and its evaluation revealed no depositions within the pump. The driveline connected to the pump was severed at approximately 9 inches away from the pump housing. Visual inspection revealed no damage to the outer jacket layer of the driveline and electrical continuity testing of revealed no discontinuities or shorts; however, visual inspection identified damage to the bionate layer located at approximately 7.5 inches away from the pump. Visual inspection also identified breakdown in the metal shielding layer from approximately 6 inches to 9 inches away from the pump. Upon removal of the bionate and metal shielding layers of the driveline, visual inspection identified a breach in the insulation of green wire located approximately 7.5 inches away from the pump and an abrasion mark on the insulation of the green wire, located approximately 8 inches away from the pump. Visual inspection also identified a breach in the insulation of the yellow and orange wires locate approximately 6 inches way from the pump. The damage at these locations appeared to be consistent with fatigue damage due to repetitive movement of driveline in this location. A distal-end portion of the driveline, measuring approximately 37 inches in length from the metal connector, was also returned with the pump on (B)(4) 2015. The distal-end portion of the driveline encompasses the site of the distal-end driveline repair. No damage to the outer jacket was observed on the distal portion of the driveline and electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The outer jacket layer was removed and no damage to the bionate and metal shielding layers was observed. The bionate and metal shield layers were removed and no fracture or breach in the insulation of the underlying wires was observed. The distal-end portion of the driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation and the testing revealed no current leakage through the insulation of any of the wires. As a result of the damage identified on the internal portion of the driveline that was returned with the pump, the underlying conductors of the green, yellow, and orange wires were exposed. The green and yellow wires are redundant wires which represent motor phase 1 and the orange wire is a redundant wire which represents motor phase 3. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. The reported red heart alarms would have also occurred if the exposed conductors contacted each other or made simultaneous contact with the shield while on either power module or batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was incidentally reported that the patient had experienced gastrointestinal bleeding immediately post lvad implant in (B)(6) 2013. No additional information was provided, and no reports of subsequent bleeding were received. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient developed an ischemic bowel within 2 to 3 days of the pump exchange resulting in the inability to eat and required total parenteral nutrition. The cause of the condition was undetermined between intermittent atherosclerotic disease and intensive narcotic use. The patient did not recover from the condition and ultimately expired on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was awoken by a system controller alarm at 5:30 am on (B)(6) 2015. The patient silenced the alarm and went back to sleep. An hour later, the patient heard 3 additional intermittent alarms as he stretched the patient cable across his bedroom to retrieve an item. It was reported that the patient's event history screen showed a pump stoppage at 5:30 am, but no further alarms were shown later in the morning. Incidentally, it was also observed that the patient had a previous low speed alarm on (B)(6) 2015. It was also reported that the patient had gained approximately 25 pounds since implant. The system controller data log file was submitted to the manufacturer for review and the reported pump stoppage and speed reduction were confirmed. The issue appeared to only occur while the system controller was connected to the power module. An issue with the percutaneous lead was suspected and x-rays of the lead were requested for examination. It was recommended for the patient to be kept on battery support until further investigation is completed. On (B)(6) 2015 a distal-end percutaneous lead replacement was performed. The system controller was also exchanged. However, the patient continued to receive low speed advisory alarms while connected to the power module. The patient was readmitted for further evaluation and additional log files were requested. A modified/ungrounded power module patient cable was provided. Plans were made to exchange the lvad on (B)(6) 2015; however, the plan was postponed and the patient was discharged home with the modified/ungrounded patient cable. It was reported that the lvad would be exchanged in the near future. No further information was provided.